Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 06/27/2016 to 11/08/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There are trace amounts of reduced purple media. There were no punctures on the plastic vial or tyvek® liner which could cause a false positive from external contamination. No manufacturing related anomalies observed. The positive bi result cannot be confirmed since the returned sample does not exhibit signs of positive growth. Note: when the media volume is reduced color reversion may occur due to a change in ph which effects the ph sensitive color producing molecule. The customer stated there was reduced/media found after sterrad processing which indicates a burst media ampoule during the cycle. If a bi with a burst ampoule during sterrad processing is subsequently incubated, then a positive growth reaction is likely to occur since h2o2 does not penetrate liquids. The customer confirmed the ampoule was intact before sterrad processing so the burst ampoule is due to physical damage of unknown origin. Therefore, the likely cause was user error. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). A customer letter will be sent in regards to the user error. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is cyclesure bio indicator. The correct catalog number is 14324-97. The correct lot number is 17916096. (B)(4). Device history record review has been performed. This lot was manufactured on 06/27/2016 with an expiration date of 2017-05. Test specifications for product release were met. No issues were observed in the device history review that would contribute to the complaint. Retained product of the same lot has been evaluated. (B)(4) bis were submitted for functional evaluation per (B)(4). Functional specification was met with 0+/32 bis. Additionally, no physical bi damage and/or leakage was observed following sterrad® processing.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad®100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.